Event description:
The catheter pulled apart at the hub junction one hour after insertion when patient was sitting up in chair. The catheter was immediately removed and a new catheter was placed above original site. Catheter was all in one piece minus the hub junction. Another pneumothorax catheter had to be placed.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4) - no patient outcome/consequence was reported. (B)(4). The complaint device was not returned. Quality control specification requires 100% confirmation that the fittings are secure via a manual tug and twist. An IFU is provided that instructs the clinician to perform inspections of the catheter and connections regularly. Additionally, the physician is instructed to secure the catheter in position by using a bio-occlusive dressing or suturing if desired. Neither the complaint device nor lot number were provided to assist with this investigation. Without a lot number, we are unable to determine a date of manufacture for this product and subsequently unable to determine the manufacturing method used during hub assembly. It is possible the catheter was subjected to forces beyond the intended requirements. However, with the limited information available, the root cause remains unknown. We are taking measures to address hub separations as well as an engineering project has been initiated to convert this product to an insert molded hub. In addition, flare stops and torque drivers were implemented for this product line on (B)(6) 2010. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.